Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices entered critical override mode, and users were unable to access the server and health sight viewer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was on critical override. A technical support specialist rebooted server due to application error and service failures. Verified database connectivity and confirmed carefusion coordination engine (cce) and stations last communicated. Found kerberos authentication error in data synchronization logs. Sent summary to biomedical and coordinated with local information technology (it). Customer reported multiple devices in critical override. Remote smart service (rss) dashboard showed all servers offline, and issue was resolved after troubleshooting with local it. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices entered critical override mode, and users were unable to access the server and health sight viewer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.